Event description:
It was reported that the pacemaker system had exhibited noise in the non-boston scientific right atrial (ra) lead and non-boston scientific right ventricular (rv) lead channels. Boston scientific technical services (ts) was consulted and noted possible reasons. Health care professional (hcp) planned to perform lead testing. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).